Manufacturer narrative:
The explanted hydrus microstent is not available for evaluation; device was requested. The device lot number is unknown; therefore, a review of the device history records was unable to be performed. Additional information has been requested; a supplemental report will be filed if new information is received. Ocular pain and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent hydrus microstent explantation on an unknown date. The patient had symptoms of ocular pain in the right eye and although the surgeon noted the hydrus to be in proper position, explantation was performed to rule out the possibility of device involvement.